Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer want to call her dr. First. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved- unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer feels well and did not report any symptoms. Customer stated that she was going to call her doctor in order to determine how much medication to take. No further information was able to be obtained.